Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient presented to the ER with complaints of leg edema. The patient presents with fluid buildup in her legs (chronic) has been going on for several months now. It is better in the morning and gets worse at night. She feels winded and fatigued. She also complained of discomfort at the pacemaker pocket site. She was given IV lasix and nitro with improvement to pressure. The physician adjusted her medications. The device remains implanted at this time. Should additional information be received, this file will be updated.